Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood while using clearlink system y-type blood/solution set. It was further reported during priming the nurse "closed all the clamps on the line. Despite doing this, the blood continued to back flow from the opposite end and this rn had to get new tubing". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure testing was performed, and no leak was observed. Additionally, functional testing was performed, and the result was satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.